Event description:
The device while being serviced was found to have a damaged bezel. The field service engineer (fse) found two screw sockets from the front bezel were damaged resulting in the case cannot be sealed. The device needs a bezel. The philips representative has identified this as malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing.